Manufacturer narrative:
Device not available for return.

Event description:
It was reported that during a surgical procedure at the user facility, lint was coming off of the top of the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.